Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) displayed purge volume low alarm. The nurse reported purge fluid bag change, cassette change, and de-airing did not resolve alarm. Troubleshooting completed. Aic transfer resolved the issue and there was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. According to the device and data analysis the root cause of this issue was likely a defective purge assembly that was misreporting purge fluid volume. H8 usage of device was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25637